Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported system error 345. The reported problem 'ec 345' could not be confirmed through the event history log (ehl) review or reproduced during evaluation.the reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event date, process step and where the event occurred were unknown. There was no patient involvement. No additional information is available.